Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by severe abdominal pain and cloudy bag. The breach in aseptic technique was further described as possible contamination. The same day as the event onset, the patient was hospitalized and was treated with unknown antibiotics (intravenous, discontinued, dose and frequency were not reported) for peritonitis. On an unknown date after hospitalization, the patient was treated with unspecified oral and intraperitoneal antibiotics (ongoing, doses and frequencies were not reported) for peritonitis. Four days after hospitalization, the patient was discharged. It was reported that the cloudy bag was "getting clearer day by day but not completely clear". At the time of this report, the patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.